Manufacturer narrative:
(B)(4). Lot number not provided, UDI not provided, re-processing information not provided, since the lot number was not provided, this information cannot be determined. (B)(4).

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a total vaginal hysterectomy, mesh placement, anterior repair, enterocele ablation, and cystoscopy. The pre-op and post-op diagnosis was pelvic pain, menometrorrhagia, pelvic organ prolapse, and stress urinary incontinence. On (B)(6) 2005 the patient presented to the doctor complaining of urinary urgency and pain. The patient self-catheterized for 200 cc. On (B)(6) 2005 the patient complains of continued urinary retention. The patient continues to have pelvic pain suprapubically and frequent urgency to urinate. On (B)(6) 2005 the patient has urinary retention. On (B)(6) 2005 the patient stated that after the surgery she started having retention problems which was worsen by ditropan. On (B)(6) 2005 the patient visited the clinic because she was having right sided pain and the doctor took some blood and told her that she had an infection in her urine. On (B)(6) 2005 the patient complained of right flank pain, nausea, and lower abdominal pain. On (B)(6) 2005 the patient underwent a cystoscopy, sling excision, and vaginal urethrolysis. The pre-op and post-op diagnosis was severe voiding dysfunction.

Manufacturer narrative:
(B)(4).

Event description:
According to reporter: following the (B)(6) 2005 mesh revision surgery, developed complications including some urge, right back pain, urgency, frequency, bladder pain.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Pre-op and post-op diagnosis: pelvic pain, menometrorrhagia, pelvic organ prolapse, stress urinary incontinence. The procedure was a total vaginal hysterectomy, uretex placement, anterior repair, enterocele ablation, cystoscopy. Complications post mesh implant: (B)(6) 2005- (B)(6) 2005: developed urinary retention, recurrence of lower abdominal pain and dysuria, pelvic pain, frequent urgency to urinate. Unable to void and foley replacement again at emergency room. Intravenous pyelogram on (B)(6) 2005 shows normal findings. Switched form a foley catheter to an intermittent self-catheterization. Prescribed motrin, macrobid and pyridium. On (B)(6) 2005: has urinary retention, urinary urgency and pain. She voided a small amount and then self-catheterized about 7 pm for 200 cc. On several occasions has had large amounts of urine which have been drained from her bladder. Discontinue doxycycline and start bactrim ds. On (B)(6) 2005: patient cannot feel when her bladder is full. Continues to have urges, unable to void. Had helicobacter pylori and has begun treatment with her prevpac. Currently taking bactrim, prevpac and tylenol. Recommended to use ditropan xl 10 mg. On (B)(6) 2005: some burning irritation mostly her external area, had infection in her urine and prescribed monurol. Her stomach was still irritated from helicobacter pylori and he gave her lidocaine tablets and cisapride. Prescribed for yeast cream for possible yeast vaginitis. Recommended to take lexapro, terazol, ditropan. On (B)(6) 2005: complains of constant urge to urinate, sharp pain to lower back, voiding dysfunction, dysuria, right flank pain, lower abdominal pain. Planned for cystoscopy, urethrolysis and sling excision. On (B)(6) 2005: patient had multiple admissions of uti (reports not available). Continues to void every 10-15 minutes and carries increased postvoid residuals. A cystoscopy performed in office revealed that she has a retropubically pexed urethra. Physical examination shows a there is some granulation tissue in the area. Assessed with voiding dysfunction. Now admitted for a sling excision and possible urethrolysis. Mesh revision surgery: on (B)(6) 2005: underwent cystoscopy, sling excision, vaginal urethrolysis for severe voiding dysfunction under general anesthesia. Following the mesh revision surgery, she developed complications includes some urge, right back pain, urgency, frequency, bladder pain, burning during the period of (B)(6) 2005 to (B)(6) 2005, but did not undergo any additional surgery.